Event description:
Hmbu bag (hand held manual resuscitator) used to ventilate intubated pt was non-functional. Rubber backflow valve was absent and staff was unable to ventilate. Pt was extubated and reintubated before problem with ambu bag was noted.